Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, an analysis of the foreign matter on the lens surface revealed it to be a mixture of silica and silicone. Given that silica and silicone are white powdery substances, they are likely residues from defoamers, tap water, or chemicals. Or root cause cannot be identified. A definitive root cause cannot be identified, and a probable cause of reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign substance composition on the objective lens surface. There was no patient involvement.